Event description:
Expired product (07/2006) implanted. Patient status ok. Implant remains in the patient.

Manufacturer narrative:
It was a human error. Device not returned to the manufacturer. The label clearly indicates the expiration date of the device.